Event description:
Consumer reported that after insertion of a tampon, the string broke into two pieces when removing the applicator from her vaginal cavity. A small part of the string was attached to the pledget and the other part came out with the applicator. When she pulled on the remaining piece of string to remove the pledget from her vaginal cavity, the string separated from the pledget. She went to the emergency room on the same day and the pledget was removed from her vaginal cavity. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.